Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted ?at this time. A call was placed to technical services on (B)(6) 2017 stating that rv lead had poor sensing and intrinsic rate of 75 bpm. The following physician was dr. (B)(6) of (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).